Event description:
It was reported to the manufacturer that the vns pt is experiencing an increase in seizures. It is unk if the increase is above or below pre-vns baseline. The neurologist believes the relationship between the increase in seizures and vns therapy is due to battery depletion. Although eri flag was no, pt's generator was replaced because it was near end of service. Good faith attempts to obtain additional info have been unsuccessful to date.